Event description:
Patient reported a lap-band" fracture and ineffectiveness" first noticed when the patient reported "stomach pain on the left side by the port", patient "went to the emergency room and was advised to have gallbladder removed". Patient reported, after gallbladder removal, "still experiencing stomach pain". Patient also reported "hair loss" and they did not "lose as much weight as expected". The events have not been confirmed by a healthcare professional. The lap-band system remains implanted.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 07/10/2015: the reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon implant date and explant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis., if it is explanted in the future. The surgery has not occurred, so allergan has not received the device nor performed analysis at this time. Pain is a surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of leakage as follows: deflation of the band may occur due to leakage from the band, the port or the connector tubing. Device labeling addresses the reported event of pain as follows:there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: abdominal paid, chest pain and port site pain.